Manufacturer narrative:
The pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs. During prime test due to faulty force sensor system alarm. There was no motor error alarm noted. The motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with motor error alarm. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted. Motor error alarms were noted in the pump history. The customer was advised the pump would have to be replaced and returned for analysis.